Event description:
It was reported that the patient experienced a staphylococcus aureus infection at the implantable pulse generator (ipg) site in the back and stomach area. Symptoms of the infection were pain, redness, swelling, and warmth at the ipg site. The patient was administered antibiotics and was doing well. The cause of the infection is unknown.